Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. The aortic neck was short, 1 cm in length. It was reported a recent CT demonstrated that there was a proximal type 1 endoleak. The patient will be treated in the next couple weeks. No additional clinical sequelae were reported, and the patient is stable.

Manufacturer narrative:
Evaluation codes, results: endoleak, evaluation codes, conclusions: short aortic neck. See scanned page.